Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient reported that their pump had no medication in it and was scheduled to have the pump removed in a couple of weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.